Manufacturer narrative:
(B)(6).

Event description:
It was reported that part of the anchor broke, so the anchor came out of the bone. It is unknown whether there was a back up available to complete the procedure and no delay or patient injuries were reported.

Manufacturer narrative:
The reported 4.5 twinfix ultra ti, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product has not been returned and the pertinent clinical details have not been provided. From the information provided, the anchor broke, causing loss of fixation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.